Manufacturer narrative:
Suspect medical device, device manufacture date: pump - gtin # (B)(4), upn# (B)(4), batch/lot # 798145005, mfg date 10/29/2012, exp date 10/25/2017.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis left cylinder and pump removed on (B)(6) 2018due to cylinder connector breakage and pump malfunction. An ams700 16cm cxr cylinder was implanted on the left side and ams700 ms pump were implanted. Patient condition was reported as good.

Manufacturer narrative:
Device analysis: connector breakage was reported. The ams700 cylinder was visually inspected and functionally tested. There was a leak in the cylinder that was the result of fatigue at a fold. The cylinder had broken fabric threads. An overall investigation conclusion code of cause traced to component failure was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction. Pump: gtin # (B)(4), upn# 72401110, batch/lot # 798145005, mfg date 10/29/2012, exp date 10/25/2017.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis left cylinder and pump removed on (B)(6) 2018 due to cylinder connector breakage and pump malfunction. An ams700 16cm cxr cylinder was implanted on the left side and ams700 ms pump were implanted. Patient condition was reported as good.

Manufacturer narrative:
Returned to manufacturer date. Suspect medical device, device manufacture date: pump, gtin # 00878953002705, upn# 72401110, batch/lot # 798145005, mfg date 10/29/2012, exp date 10/25/2017.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis left cylinder and pump removed on (B)(6) 2018 due to cylinder connector breakage and pump malfunction. An ams700 16cm cxr cylinder was implanted on the left side and ams700 ms pump were implanted. Patient condition was reported as good.